Event description:
It was reported that the patient was in the hospital following a fall. The battery impedance was >18k ohms and the patient was having long 8 second pauses. The patient is pacer dependant. When the device was interrogated, the device was found to be at eol; reportedly 3 months earlier the device had 9 months left on the battery. The device was explanted and returned for analysis; a new reply dr was implanted.

Event description:
It was reported that the patient was in the hospital following a fall. The battery impedance was >18k ohms and the patient was having long 8 second pauses. The patient is pacer dependant. When the device was interrogated, the device was found to be at eol; reportedly 3 months earlier the device had 9 months left on the battery. The device was explanted and returned for analysis; a new reply dr was implanted.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).